Manufacturer narrative:
E. Initial reporter phone number (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 90% stenosis and was 34 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Twenty-two days later, the subject was discharged on clopidogrel and other medication. On an unknown date in 2019, the subject died. No action was taken to treat the event and the primary cause of death is unknown. It is unknown if autopsy was performed.